Event description:
On (B)(6) 2010, the patient contacted animas to report he had obtained several high blood glucose readings and that the pump display was blank. On (B)(6) 2010, the patient allegedly obtained a blood glucose reading of "675 mg/dl" (the reportable range of the meter remote is up to 600 mg/dl). The patient did not experience any symptoms of high blood glucose levels. On (B)(6) 2010 at bedtime, the patient obtained a blood glucose reading "in the 300's mg/dl." On the morning of (B)(6) 2010, the patient obtained the readings of 28 mg/dl and 79 mg/dl upon waking up. The patient stated he "came to" enough to administer self-treatment by consuming food. He did not seek any medical attention. The patient alleged that on (B)(6) 2010, the pump lost power, the display was blank, and it was beeping. The patient claimed he took bolus doses of insulin based on the "beeps." The patient alleged the pump gave a sleep alarm, and that the pump "pushed" insulin into him while attached and he awoke with the cartridge empty. Troubleshooting revealed the battery had been installed upside down in the pump. During the troubleshooting telephone call, the patient replaced the battery and the pump powered on normally. The pump was returned to animas for evaluation. Evaluation confirmed the call service alarm in the pump history, but could not duplicate it. There were no issues found with the pump's insulin delivery. The basal setting and date/time were correct. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's allegations of malfunctions could not be duplicated. The patient's technique was incorrect by installing the pump battery incorrectly. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia and hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. On january 22, 2011, evaluation confirmed the call service alarm in the pump history, but could not duplicate it. There were no issues found with the pump's insulin delivery. The basal setting and date/time were correct, and the keypad was intact and undamaged. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's allegations of malfunctions could not be duplicated.